Event description:
This complaint is now reportable based on the device analysis completed 2008. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the retrieval balloon failed to inflate. An extractor rx 15 - 18 mm had been selected to treat an unspecified lesion in the common bile duct. During the procedure, the balloon would not inflate. The device was exchanged for an extractor rx 12 - 15 mm and the same malfunction occurred. The procedure was completed with an extractor rx 15 - 18 mm retrieval balloon catheter. There were no patient complications reported with the patient's current condition listed as "fine". Returned device analysis revealed the lumen was damaged.

Manufacturer narrative:
Device analysis: visual and microscopic examination of the returned device revealed that the catheter shaft lumen was damaged/jagged from the distal end of the c-channel to the proximal end of the balloon. The proximal bond and exit marker were torn which resulted in inflation difficulty of the balloon. The damage to the lumen is consistent with removal of a guide wire through the c-channel. A device history record review was performed and no issues were noted. The probable root cause of this complaint can be classified as operational context. The damage of the c-channel was conducive with possible damage caused when removing of the guide wire from the lumen.